Event description:
Boston scientific received information that the patient implanted with this pacemaker experienced several pre-syncopal episodes. The physician inquired about sudden brady response (sbr) programming for optimization of therapy. Boston scientific technical services (ts) discussed programming options. Programming changes were made. Subsequent information was received that the patient experienced syncopal episodes approximately five months later. Additionally, the patient experienced a tingling sensation in the device pocket area. Device interrogation revealed several sbr events and a drop in blood pressure. Boston scientific technical services (ts) explained the sbr algorithm in detail and discussed programming options. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Subsequent information was received that the patient presented to the hospital following syncopal episodes. A health care professional (hcp) contacted boston scientific technical services (ts) and discussed previous programming changes to sbr and inquired about additional programming options. Ts discussed that the patient needs to be atrial sensed throughout the whole detect time in order for sbr to kick in, however, the patient is atrial paced a lot of the time. Ts discussed decreasing detect time to allow sbr a better chance to kick in. Ts also discussed the possibility that the syncopal episodes were not due to drops in heart rate, but were perhaps due to a drop in blood pressure. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.